Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 2 years and 2 months post-implant, it was reported that on (B)(6) 2016, the patient was admitted to the hospital due to black urine. The lactate dehydrogenase parameters were increased in comparison with the patient's last clinic visit, and the patient was exhibiting signs of hemolysis. The pump parameters were also not the same when compared to the last visit, with the power increased 5 watts to 7 watts and the estimated pump flow was also increased. A ramp study echocardiogram revealed that the aortic valve opened with each heart beat. The pump speed was increased to 10,400 rpm without any change in the left ventricular size or the aortic valve response. The pump was exchanged on (B)(6) 2016 before any patient decompensation occurred. The patient was reportedly doing fine post-implant. No further information was provided.

Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) severed approximately 5.5 inches from the pump housing and the severed portion of the lead was not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined period of time while the pump was operating. Thrombus formations were also present on the body of the rotor. The structure of the formations suggests that they did not develop on the rotor; however, their areas of denaturation indicate that they were present in the pump while it was operating. Examination of the proximal-side of the outlet stator revealed non-laminated depositions situated in between the outlet bearing ball and stator blades. The structure of these depositions and their lack of laminated layering suggests that they did not form in this location; however, circumferential contact marks were present on the outlet bearing cup, which suggests that the depositions were present in the outlet stator while the pump was in operation. The thrombus formations found in the pump could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The thrombus would have also created additional resistance on the spinning rotor and potentially contributed to the reported elevation in the pump power levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.